Manufacturer narrative:
No evaluation has been performed as the reported issue was resolved through initial troubleshooting.

Event description:
Medtronic received information that, while in a spinal fusion, the imaging system displayed a battery level error message. The imaging system was then charged for 5-10 minutes and the image acquisition was performed as intended. There was a reported delay to the procedure of 15 minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.